Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the occlusion, prime and excessive no delivery tests due to the motor error alarm. All buttons function properly however moisture damage was found on the keypad traces. The device passed the motor test and no unexpected low reservoir alarm observed during analysis. A scratched lcd window and cracked reservoir tube lip noted.

Event description:
Customer reported she was getting a low reservoir alarm and that the alarm was now blank. During troubleshooting the insulin pump alarmed a motor error alarm. Motor alarm occurred during a basal and it has occurred more than once in the last thirty days. Customer also stated that she had a button error alarm that did not occurred right after moister exposure. Customer also reported that the drive support cap is flush. Customer was advised to discontinue use of the pump. Blood glucose level was 121 mg/dl. No further information to report.